Manufacturer narrative:
H11: through follow-up communication livanova learned the following additional information: livanova logo while cockpit reset was not seen since the customer restarted the heart-lung machine (hlm); it was not reported if other subsystems also switched off; it was not reported at what time the issue occurred. The cockpit log files have been requested and analyzed. It was noticed that no reset of the cockpit happened due to watchdog reset or unexpected application crashes and no additional relevant information could be identified. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Through follow-up communication livanova learned the following additional information: the involved essenz console is equipped with software version 1.5.1. It was confirmed by the customer that the cockpit screen want immediately blank. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, before starting perfusion after putting in arterial clamp, cockpit of an essenz console went dark. The device was restarted by the customer, however checklists and patient data disappeared. Therefore, the machine was shut down again and restarted and had to do checks again. In addition, the flow rate with centrifugal pump jumped from 4.3l/min to 9l/min and the clamp went on. There is no patient injury.

Manufacturer narrative:
H11: the investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event.

Event description:
See initial report.